Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using innovin. On (B)(6) 2022 at 10:37 a.m. P.m., the meter result was 3.0 inr. The laboratory result within 1 hour was 2.3 inr. On (B)(6) 2022 at 2:11 p.m., the laboratory result was 2.3 inr. At 3:36 p.m., the meter result was 3.3 inr. No medication changes were made based on the meter results. The patient¿s therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly.